Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was oversensing noise on the right ventricular (rv) lead. Lead integrity alert (lia) was triggered and fr acture on the pace/sense portion of the lead. It was also noted the lead seemed to be twisted at implant site. It was also reported that there was suspected insulation failure due to twiddler's syndrome on the atrial lead. The rv lead was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.